Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer called tech support to receive instructions on how to download event logs for a possible over infusion of an unknown medication. There was no report of patient harm.